Event description:
Pt went to hospital in 02/2004 because their blood glucose was in the 500's (mg/dl) in 2004 till next day. Pt stayed in ER for 6 hours and was then released (treatment received: insulin injection). Pt also reported having had a "cold" for the last week.